Event description:
Device implanted 2001. Approximately 3 weeks post-op, pt heard a pop in knee. Surgeon saw no visible evidence of damage to implant on x-ray. In 2004, device was revised and it was found that the post on the lps poly had sheared off.